Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 28-apr-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 26-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), no capture and increased thresholds were observed post tether-cutting. The leadless ipg was explanted and replaced the following day. No patient complications have been reported as a result of this event.